Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: stockert generator, model # m-5463-01, s/n: (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered an esophageal injury (ulcer) requiring an esophageal patch. Post-procedure, the patient returned to a different facility reporting symptoms related to the ablation procedure. There is no information regarding how the injury was confirmed. Intervention was an esophageal patch. There is no definitive information regarding extended hospitalization. It was thought that the patient was in critical condition in the intensive care unit, but this has not been confirmed. Patient outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There is no information regarding generator parameters or settings at the time of injury. There is no information regarding overall ablation time or last ablation cycle time at the site of injury. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. It is unknown if the carto® 3 system indicated to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.